Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy procedure. The stapling devices were being used to divide the vein. The staples did not deploy from the reload replaced with a different type of reload to continue. A third type of reload was used to divide the fissure, but the staples did not deploy. It was replaced with another reload of the same type but the same problem occurred. At last, the stapler was replaced to continue. There was no patient injury.